Event description:
Patient reported "tenderness", "rupture" and "reactive lymph nodes". Later, healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; lymphadenopathy.

Event description:
Patient reported "tenderness", "rupture" and "reactive lymph nodes". Later, healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease and non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced with a non-abbvie device.